Event description:
It was reported that the patient developed a shoulder infection. The device was implanted on (B)(6) 2024. The device was explanted on (B)(6) 2026. No complications occurred during the explantation. The inflamed tissue was also removed. A temporary cement spacer was implanted. Reimplantation is planned in approximately 8 weeks.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.